Manufacturer narrative:
On 3/7/2019, the biosense webster inc. (Bwi) product analysis lab (pal) received the device for evaluation and found the brim cap was broken. These findings coincide with what was reported. The findings of broken brim cap has been assessed as MDR reportable as the integrity of the device is compromised. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. On 3/11/2019, a manufacturing record evaluation was performed for the finished device and no non-conformances was found during the review. Biosense webster manufacturer's reference number (B)(4) has two complaints that are related to the same incident. Report# 2029046-2019-02827 are related to this same incident. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation (afib) with a carto vizigo¿ 8.5f bi-directional guiding sheath and a hemostatic valve separation issue occurred. The hemostatic valve came off from the sheath. Biosense webster inc. (Bwi) sheath replacement did not resolve the issue. The hemostatic valve part where the sheath attaches came off again and started crumbling. A non biosense webster inc. (Bwi) sheath was then used to proceed with the case. No adverse patient consequences were reported. The hemostatic valve separation issue has been assessed as MDR reportable. This report is for the first sheath where lab found only brim cap detached.

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure for atrial fibrillation (afib) with a carto vizigo¿ 8.5f bi-directional guiding sheath and a hemostatic valve separation issue occurred. The investigational analysis completed (B)(6)2019. The device was visually inspected and the brim cap was found broken. Gel permeation chromatography analysis was performed by exponent inc. And the cap¿s molecular weight (mw) was determined to be about 63.6% of the tritan mx 731 pellet. A manufacturing record evaluation was performed, and no internal actions were found during the review. The customer complaint was confirmed. The root cause of the brim cap issue will be investigated under an internal investigation. Manufacture reference no: (B)(4).